Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which required hospitalization. The patient was treated with unspecified antibiotics (route, dose and frequency not reported). The cause of the peritonitis was unknown. The patient was recovered from peritonitis. The pd therapy was ongoing. It was reported that the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.